Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade with an MRI compatible device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the epoxy header and seam weld. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to have been caused by damage induced during revision surgery. The condition of the electrode prevented an electrical test from being performed. Electrical and mechanical tests were outside of specification due to damage induced during revision surgery. This device was explanted fir medical reasons. However, this device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This older device configuration in not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.